Event description:
It was reported that the device was used during laparoscopic cholecystectomy procedure. The device would not work, no clips. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 05/12/2009. Device fired through lockout / empty. The analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. One possible cause for this condition might be that the trigger is forced closed once the last clip lockout has engaged which may cause the jaws to remain closed. The instrument is designed to lockout when all the clips have been fired and the orange indicator must be visible after the 13th clip is fired. Although the event could not be confirmed, a corrective action has been initiated to address the root cause of the opening issues. We have documented the circumstances as they were reported to us. In addition, complaint informations trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.